Event description:
The patient had a full revision performed due to high impedance. Old m102 generator was interrogated prior to surgery; however, no system diagnostics were performed. High impedance was observed when the replacement generator was implanted. It was reported that the surgeon saw the lead insulation had been abraded and was likely the cause of the high impedance. The surgeon also suspected a lead fracture had occurred. Per hospital policy, the explanted devices were discarded. No additional relevant information has been received to date.